Event description:
It was reported that a motor stall occurred when the hcp attempted to interrogate pump with a magnet. The device system was used to deliver an unknown drug. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4).